Event description:
It was reported via distributor that a sensor error was reported. The wearable was inserted into the arm on (B)(6) 2025 . The date of the event is an approximation. On (B)(6) 2025, the patient experienced a hypoglycemic event following a cgm sensor error that lasted between 1 and 3 hours. The incident occurred while the patient was on a flight. Upon landing, the patient¿s blood glucose level had dropped to 47 mg/dl. It is unclear whether this value was obtained from the cgm or a blood glucose meter, and there was no report of fingerstick testing during the event. The patient experienced symptoms of nausea and vomiting and subsequently sought emergency medical care. Treatment included administration of glucagon and intravenous fluids. The patient responded to treatment and was discharged approximately 12 hours later. No further information was needed at the time of this report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.